Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the tcr75 instruments would not fire due to lockout. Another instrument was used to complete the case. There was no consequence to the patient.